Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be an app crash.